Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump was stuck in the rewind/prime process, and when priming was completed, the device went back to rewind screen. Troubleshooting was performed. Two days later, it was reported that the customer was in the hospital for low blood glucose. It was stated that the customer felt tired and went to sleep. His wife realized that something was wrong and called the paramedics. It was stated that the doctor determined the customer delivered seventy units of insulin into his body. No further info was provided.